Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.00 x 48mm synergy stent was advanced but failed to cross the lesion. The device was removed and it was noted that the distal end of the stent was flared. The procedure was completed with another 3.00 x 48mm synergy stent. No patient complications were reported.